Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 550 mg/dl with ketones, cause was not known. Customer administered a correction bolus via the pump in addition to a manual injection to address bg.